Manufacturer narrative:
(B)(4).

Event description:
It was reported that the following day after the a new pulse generator was implanted, the atrial lead exhibited a drop in sensing and farfield r wave which caused inappropriate mode switches. The patient was noted to have paroxysmal atrial fibrillation (paf) and it made it difficult to distinguish inappropriate mode switches. The patient noted experiencing occasional palpitations but it was difficult to determine if paf contributed to the symptoms. The physician elected to cap and replace the lead. The patient was in stable condition post surgery.